Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient underwent a gynecological procedure on (B)(6) 2007 and intepro was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2007, due to sui, ureterocervical descent, fixed anterior vaginal wall, status post mesh vaginal suspension, and moderate rectocele. It was reported that patient underwent a hysterectomy on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.